Event description:
It was reported that pump generated malfunction alarm code 13 after pump possibly got wet. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and contact healthcare provider while waiting for replacement, and technical support arranged replacement pump shipment, confirmed address, provided storage mode instructions, and instructed customer to return malfunctioning pump within 10 days and to program pump settings and reconnect continuous glucose monitor on replacement pump.